Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv (left ventricular) lead had moved and that there was high threshold, noted to be a function of anatomy. The lv lead was y-adapted to a previously implanted lv lead and remains in use. No patient complications have been reported as a result of this event.